Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). The device has been received for evaluation. A supplemental report will be submitted to report additional information and investigation results, as applicable.

Event description:
It was reported that the doctor noted a fractured screw during patient visit. It was reported that the retention screw fractured inside the implant. The abutment screw is still stuck inside the implant. Doctor plans to consult with a colleague on how to remove the screw from the implant. There was not report of patient harm.